Manufacturer narrative:
Investigation summary: 13 samples from p/n 305269 were received; 9 samples from lot 7121739, 3 samples from lot 7001875 and 1 sample from unknown lot. Samples from lot 7121739 and 7001875 were intact; syringes with sealed packages. The one sample from lot 7121739 was received with no package. The unpackaged sample was visually evaluated and no defects were found around the needle hub area, the syringe was used since the safety mechanism was activated. Leakage cannot be confirmed in used/activated products. The other 12 samples were visually evaluated; no defects were observed in the stopper and needle hub area. Product defects were not confirmed based on sample evaluation performed. A device history record review was performed and showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. (B)(4). No quality notifications were created for any of the lots involved with this complaint. Lot 7121739 and 7001875 were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for lot 7001875 and 7121739 were verified, only this complaint has been received for the lots in question. Investigation conclusion: potential root cause is unknown since no product defects were visually confirmed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7001875; medical device expiration date: 2021-12-31; device manufacture date: 2017-01-01. Medical device lot #: 7121739; medical device expiration date: 2022-04-30; device manufacture date: 2017-05-01; date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd integra¿ syringe with detachable needle there was leakage at the hub on one of the devices. The vaccine leaked from the plunger on the other device. There was no report of injury or medical intervention.

Manufacturer narrative:
The following field has been corrected: type of device: corrected from fmf to meg.